Event description:
The cervical stump was attempted to be closed using a v-lock suture, using the endostitch instrument. However, during the passage of the needle through the cervical stump, the needle broke and an x- ray revealed the needle was somewhat close to the cervical stump. Due to the small size, it took many hours to retrieve the needle (almost 3 additional hours). Patient had prolonged surgery time and radiation from multiple x-rays.